Event description:
It was reported to philips that the heartstart xl+ defibrillator had a charge function failure when the device did not charge normally which led to the failure of defibrillation. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.